Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1-dom 2019- 10/01/2019 09:24:23 marquise hicks (marhicks) recall point of contact: bill ross biomed billross@catholichealth.net 936-266-2032 10/18/2019 07:35:02 clelia flores (clflores) est mnr 11/01/2019 08:34:20 crisleivy pena (crpena) there was no patient involvement confirmed updated from rcl to mnr for the minor repair needed per clelia flores, service tech. Repair approved by bill j. Ross, biomed, at bil lross@catholichealth.net for $230. New po# 11-863919. 11/06/2019 05:51:15 annette a mendez (amendez) 1001910520910007738400119242613293 11/18/2019 12:34:42 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.